Event description:
Reporter indicated that a system diagnostic test showed high lead impedance. It was reported that the patient could not feel stimulation and that the patient is not active and did not experience trauma or manipulation of the device. There was no report of adverse events. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.